Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 51year-old male patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Evaluation results: the device was returned to zoll and passed all testing successfully. A review of the clinical log does not align with the reported fault of the device recommending a shock after patient was revived. The log does show the first analysis of the event gave a shock advised. The log recorded the device delivered a shock. This device is semi- automatic; therefore, this shock was delivered manually by pressing a flashing shock button. The second analysis of the event is no shock advised. Therefore the device would not have charged, and no shock would have been delivered to the patient. The device was recertified and returned to the customer. No trend is associated with reports of this type. It's noteworthy to mention per the AED plus IFU, contraindications for use include the device should not be used on a patient that is either conscious, breathing or has a pulse.